Event description:
A report was received that the patient's ipg implant surgery was cancelled due to complications caused by the anesthesia. The patient experienced right arm paralysis. Nothing was implanted and no incisions were made. The physician cancelled the surgery and advised the patient that he was not a surgical candidate at this time. The patient has regained sensation in his right arm.

Manufacturer narrative:
Device expiration date: n/a.

Manufacturer narrative:
The surgical complication was observed while preping the patient for the surgery. No bsn products were even opened and/or used at that time.

Event description:
A report was received that the patient's ipg implant surgery was cancelled due to complications caused by the anesthesia. The patient experienced right arm paralysis. Nothing was implanted and no incisions were made. The physician cancelled the surgery and advised the patient that he was not a surgical candidate at this time. The patient has regained sensation in his right arm.